Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 7.3/4.8 in 2006, and 5.3/4.0 on the following day. No other info was provided. The device was replaced and requested to be returned for eval.